Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During a surgical procedure a small piece of the tip from a capio suture capturing device, broke off and lodged itself into the right sacral spinous ligament. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). A DHR review could not be conducted since the lot number was not provided. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due the lack of product sample and batch number to perform a proper investigation and determine the root cause.

Event description:
During a surgical procedure a small piece of the tip from a capio suture capturing device, broke off and lodged itself into the right sacral spinous ligament. The patient's condition was reported as unknown.